Event description:
Physician went to pt's home. Pt was on cadd prizm at 1mg/hr. No bolus (2/2). Pt was semi-comatose with pinpoint pupils. Dr felt pump malfunction. Verified pump programmed correctly and medication compounded correctly. Pump sent to "pump maintenance co". They stated pump is not checking out correctly and co contacted pharmacia who stated they need to send pump back to option care so pump can be sent to pharmacia.